Event description:
Unknown size stent (#1) was implanted in left anterior descending (lad) proximal in 2009. Percutaneous coronary intervention (pci) was performed in the left main coronary artery (lmca). The target lesion was 90% of stenosis with severe all-around-calcification and moderately tortuous. Pre-imaging of the lesion was not performed. Pre-dilation was performed; a stent (#2) was deployed and expanded. A kissing balloon technique (kbt) was performed at post-dilation. The physician advanced the intravascular imaging catheter (ivus) to examine stent placement and felt mild resistance when the imaging catheter crossed the stented lesion. Pullback was started from lad; post ivus was completed; however, upon withdrawal, the catheter became immovable. Catheter had become stuck on stent (#1). The physician made an attempt to release the catheter, but was unsuccessful. The physician then removed the imaging core from the catheter and cut the sheath off. The physician covered the imaging catheter with a guide catheter and while advancing the guide catheter towards the portion of the imaging catheter that was stuck, the guide catheter was unable to cross. The condition of the patient suddenly changed; therefore a percutaneous cardiopulmonary support system (pcps) was connected to the patient. The patient was transferred to another facility. Total occlusion of the lmca and st segment elevation was confirmed. The aortotomy was performed, entire ivus catheter was not able to be removed from the patient, a partial section remained in the patient. A coronary artery bypass graft (CABG) was performed for the lad and lcx from aorta. Artificial heart lung was connected to the patient; however, the condition of the patient did not improve. The patient was in serious condition following the CABG procedure. It was reported that the patient expired 4 days after the procedure, cause of death was myocardial infarction (mi). Additionally, it was reported the physician checked the procedure's angiographic images, he found the previously placed stent (#1) had malposition (not expanded well) and stent (#2) was expanded well; the imaging catheter had caught on stent (#1). It was also reported that during the autopsy the stent (#2) was removed. Cross reference MFR # 2134265-2009-04547 for stent report.

Manufacturer narrative:
New code request has been submitted for stuck in sent.